Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Per medwatch report: "the patient reported to the nurse that the pca delivered narcotic medication without the pca button being pushed. When the rn moved the pca cable, the pump beeped and delivered another dose without the button being pushed, but the rn was able to pause the channel and disconnect the patient from the machine. Patient received a new pca pump. The malfunctioning pump was sent to clinical engineering."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer stated: "biomed identified that there was broken metal inside the button and that it took little to no pressure for the button to activate."the narotic was dilaudid; extra medication was delivered twice.